Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This is report 1 of 2 for (B)(4). It was reported that on (B)(6) 2022, the surgeon was performing a l3-s1 fusion with bilateral screws and rods along with interbody devices at l3-4 and l5-s1. After exposure, the surgeon began placing screws at left s1 and worked his way up to l3. The surgeon then switched sides and started at s1 on the right and continued to l5, l4 and then l3. All screws were placed successfully until getting to l3 on the right. The surgeon began working at l3 (right) with a thoracic gear shift followed by a 7mm tap before attempting to insert an 5.5 ti cort fix 8x45mm. Before the screw was in its final position, the tip of the xpdm quick-con si poly scwdrvr broke. The fragment was removed and he was able to advance it slightly with a different screw driver viper universal poly driver however, this screw driver also broke at the tip. The screw was removed using instruments from a universal removal kit and the surgeon used an 8mm tap and a new screw driver to place a new 8x40mm screw. Also during this process, the surgeon noted that the ratcheting function on the elliptical ratcheting handle was not functioning properly. After the screws were placed, the surgeon continued with the decompression and placement of interbody devices along with rods and set screws. The case was completed without further issue. There was a surgical delay of 30 minutes. Procedure was successfully. Fragments generated were removed without any additional intervention. There was no patient consequence. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi73928 was released in one batch. Batch1: lot qty of (B)(4) units were released on 23 mar 2019 with no discrepancies. Supplier: depuy : micropulse incorporated as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.